Event description:
Physician reported pt's lap-band system would not hold saline. Physician conducted an exploratory laparoscopy, discovered tubing was "brittle and sheared" and replaced entire device.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the band tubing was stiff, brittle and had a sharp linear breakage with leakage. Lab analysis noted observation of needle induced seal damage to access port. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Physician reported patient's lap-band tm system would not hold saline. Physician conducted an exploratory laparoscopy, discovered tubing was "brittle and sheared" and replaced entire device.

Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the prod for analysis. The device has not yet been rec'd by allergan. Based upon the implant date and event date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing.